Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump was blank. Customer cannot recall the blood glucose reading. Troubleshooting was performed. Customer fell in the pool and the insulin pump got exposed to moisture. Customer stated the insulin pump turned off after an exposure to moisture. Customer was advised to discontinue from the insulin pump and revert to a backup plan per healthcare instruction. Insulin pump will be returning for analysis.

Manufacturer narrative:
The insulin pump was received with blank display and constant tone due to moisture damage on the electronics assembly. We were unable to perform all functional testing including the operating currents, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime test and excessive no delivery test due to blank display. The insulin pump was received with moisture damage motor, vibrator, keypad and battery tube assembly. The insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.